Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. It was reported that in (B)(6) 2011 on a f/u CT scan that a possible type I or type ii endoleak was present. On (B)(6) 2011, the physician reintervened and implanted a contralateral leg component to resolve the possible type I endoleak. It was discovered after the procedure that the pt had a type ii endoleak and the aneurysm sac was filling, size unk, from a collateral vessel. No further intervention is planned at this time. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.